Manufacturer narrative:
(B)(4). The 510(k) # of similar product code of 826631: k914479. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device discarded.

Event description:
As reported by the ous affiliate, a microsensor stopped working after a patient was x-rayed. Alternate monitor and cable used with no improvement. Issue isolated to sensor. Device was discarded. It was reported that the issue resulted in long operation time, monitoring of icp was missing for about three hours. A new microsensor was placed. It was reported that the patient developed parenchymal bleeding, which could not be ruled out as related to the renewed microsensor insertion tests - which had not been required if the first sensor had ceased to function / broke related to static electricity. The patient has suffered a serious health care related to the renewed microsensor insertion. It was also reported that the event led to a delay in surgery of greater than 30 minutes.